Event description:
It was reported that during procedure the lead helix would not deploy despite best efforts and the lead had placement difficulty. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.